Event description:
According to the reporter: procedure: lap nissen. The sheath on the end of the device split open into two pieces. The pieces were removed from the patient cavity. Minimal delay in surgery time and no report of patient injury was made.

Manufacturer narrative:
Date of initial report: 03/26/2009.